Manufacturer narrative:
Additional information : upon follow up, it was reported that the patient was treated with gentamicin (70mg, route, duration and frequency not reported), vancomycin (2.5g, day 1 and day 5, route, duration and frequency not reported), ceftazadine (1.5g, intraperitoneal, duration and frequency not reported), nystatin (orally dose and frequency not reported) for peritonitis. On an unreported date, treatment was changed to vancomycin (dose, route and frequency, duration not reported) and rifampicin (300mg, twice a day, oral, duration not reported). At the time of this report, the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of and treatment for the event were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.